Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a low battery message, "replace generator soon" displayed on external devices. Later the ipg became inoperable. It is unknown if the ipg depleted prematurely. In turn surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.